Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in the USA of peritonitis in a homepatient (hp) coincident with dianeal therapy for capd. On an unreported date, the hp stated that there was a breach in aseptic technique because "the fan was running" and they acquired peritonitis. The hp stated that they were hospitalized from (B)(6) 2012 to (B)(6) 2012 for the event. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 for additional information. The pdrn confirmed that the hp was diagnosed with peritonitis in (B)(6) 2012. The hp was hospitalized for the event (the exact dates were not confirmed). The hp was treated for the bacterial peritonitis with vancomycin (dose, frequency and route not reported) the treatment for the yeast was unknown. The hp had his pd catheter removed and the hp was switched to hemodialysis. The pdrn stated that the hp plans to return to pd therapy once able. The pdrn stated that the cause of the peritonitis was a breach in aseptic technique. The pdrn stated that the hp will be retrained on proper aseptic technique prior to returning to pd therapy. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.